Manufacturer narrative:
Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Product event summary: data files and the field service engineering report were returned and analyzed. Data analysis shows system notice 50011 ¿obstructed flow¿ at injections one through five with one catheter, as well as during injections two through eight with another catheter. No product has been returned for analysis. As per the field service engineering report the console software was corrupted. The field service engineer replaced the usb with a new software version, monitored the next case, and no problems were encountered. The console passed quality and safety checks and is deemed appropriate for clinical use.

Event description:
It was reported that during a cryo ablation procedure, an error code had occurred indicating that the refrigerant delivery path was obstructed. The console was rebooted and the catheter was replaced with no success. The procedure was aborted and there was no additional information on troubleshooting steps. The patient was under general anesthesia and there were no patient complications reported.